Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.

Event description:
During baxter's evaluation of this device for an un-related complaint, it was discovered that the device displays "system error 105". There was no patient involvement.